Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 h6: proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and review of the available records identified the following: an initial right tha was performed on an unknown date with unknown zb devices. A revision occurred due to subsidence of the stem and a proud cup with impingement and synovitis. During the revision, calcar remodeling was noted, as well as subluxation/impingement of the cup. All devices were explanted and replaced with no complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
Cmp (B)(4) d10: unk head and unk liner g2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision due to chronic subsidence and subluxation of the stem with calcar remodeling. During the revision, the acetabular component was found sitting proud with psoas tension, synovitis, and impingement. All components were revised. Attempts have been made and no further information has been provided.